Event description:
The consumer reported the thermometer was giving a artificially high reading. The inaccurate reading caused an unnecessary trip to the doctor. Kaz has requested the thermometer back from the consumer for evaluation.